Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a . Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735773 lot #: unknown; product ID: 9735787 lot #: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that 40 minutes into the procedure, the main cart shut down unexpectedly. The camera cart remained powered on. Power cycle and uninterrupted power supply (ups) discharge were performed, the system then stayed on for 15 minutes and displayed a "localizer fault." The main cart then shut down again. The site swapped outlets, performed ups discharge and power cycled the system. The system again displayed a "localizer fault," then a battery service error, then the main cart shut down again. Troubleshooting was performed. The local representative (asm) checked self test and reported that the batteries were listed at > 0%. The asm reported during the "localizer faults," the emitter line in tracking details displayed the status "fault," and believed the error message said "localizer disabled." The site was using a flat emitter, and was operating a non-medtronic drill near the surface of the emitter. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
The system was serviced in the field and hardware parts were replaced. The system passed system checkout and was functioning as expected. Applicable codes: b01, c0201, d02 the battery, product ID: 9735773 lot number: 2212, was returned for analysis. Analysis found that the battery was overheating during bench testing. The battery was tested with a known good uninterruptible power supply (ups) for a 24 hour period and the ups shut down due to the battery overheating and thus causing no power. Applicable codes: b01, c0201, d02 the uninterruptible power supply (ups), product ID: 9735987 lot number: s20170034, was returned for analysis. Analysis found no fault with the returned ups. The ups was tested with a known good battery for a 24 hour period. The ups was unplugged from ac power and continued to run for the programmed 11.5 minutes before shutting down. Applicable codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.